Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastroplasty, the device had air or gas leaked from the seal. In addition, there was a rapid loss of pneumoperitoneum. Another device was used to complete the case. There was no patient injury